Event description:
It was reported that during the implant procedure, there was difficulty position the lead with acceptable thresholds. After two attempts the helix would not extend. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted. The full lead was returned with the helix fully retracted and blood and tissue present. The distal conductor was over-retracted within the connector.